Event description:
It was reported that the user received a cartridge alarm identified as alarm 20, which was verified in the pump history. There was no reported impact to the customer¿s blood glucose level. The customer replaced the pump following the recurrence of the alarm despite following the correct loading procedure and declined to share information about their backup therapy. Technical support instructed the customer to return the problematic pump within ten days using a pre-paid label and provided a replacement pump.